Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02171. It was reported the patient was experiencing uncomfortable stimulation when pressing on the ipg. Diagnostic testing showed high impedance on one contact. As a result, surgical intervention took place wherein the physician replaced the extensions to address the issue.

Manufacturer narrative:
The reported event for inadequate shock/stimulation cannot be confirmed through products testing alone. Returned lead extension passed continuity and output resistance measurement. No root cause was identified for the loss of stimulation.